Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred with multiple cartridges during the loading process. The customer's blood glucose level was not impacted. The customer was able to load a cartridge on successfully each time.